Event description:
It was reported via a clinical study that patient underwent hip arthroplasty on (B)(6) 2010. Subsequently, a closed reduction procedure was performed on (B)(6) 2012 to correct a dislocation. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. No further complications have been reported. Explanted date - still implanted. This report is number 1 of 3 mdrs filed for the same event (also see 1825034-2012-00364 / 00365). This report filed april 3, 2012.